Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign matter in the nozzle and in the adhesive around the objective lens was confirmed. The event likely occurred due to leaks in the bending section rubber and forceps channels. It is likely that the foreign matter could not be removed due to improper reprocessing. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscope :inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for an upper gastrointestinal diagnostic endoscopy procedure, the gastrointestinal videoscope presented with reduced angulation on (B)(6) 2023, and the issue was not reportable. The intended procedure was completed successfully with the same device. There were no reports of patient harm associated with this event. The device was returned for evaluation, and a patient adverse event (pae) reportable malfunction was identified. The new aware date for the pae that was identified was (B)(6) 2023. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material and the adhesive around the objective lens was dirty. The foreign material was yellowish/brown in color, but it was unknown what the foreign material was. The foreign material remained in the nozzle, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle and the dirt on the adhesive around the objective lens noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: due to a cut on the distal sheath, water tightness was lost; due to damage on the channel tube, water tightness was lost; due to clogging of the nozzle, water removal ability did not meet the standard value; the light guide lens was scratched; the plastic distal end cover was shaved; the adhesive on the distal sheath was detached; the distal sheath was cut; the connecting tube had a scratch; due to deformation of the bending tube, the bending angle in the up/down/right/left direction did not meet the standard value; due to wear of angle wire, the play of the up/down/right/left knob was out of the standard value; the video connector case and the video connector were scratched; the video cable and universal cord were discolored; the universal cord, grip, control unit, and light guide connector were scratched; and the suction cover, right/left/up/down knobs, control unit, grip, and switch box were dirty. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.